Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The caller did not have further info. Advised the caller to have the customer call back at her convenience for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.